Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced intermittent communication failure where dexcom g7 continuous glucose monitor (cgm) glucose readings were not displaying on the ilet, while readings remained available in the dexcom app and later resumed on the ilet. No adverse clinical symptoms reported. Symptoms included a glucose value reported to be in range. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided. Investigation of this case revealed a transient communication interruption between the cgm and the ilet that resolved spontaneously, with no device component replacement or persistent malfunction observed. It was concluded, based on similar reports, that the cause was an intermittent cgm-to-controller communication loss.